Manufacturer narrative:
Covidien technical support troubleshot this issue with the customer over the phone. Customer was advised to inspect the inspiratory pcb and sol 1 for contamination. Covidien was not authorized to evaluate the device.

Event description:
The service report shows that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.